Manufacturer narrative:
B3: unknown. One device was received. A visual inspection found a torn downstream occlusion (dso) seal. During the functional testing, the customer reported issue was able to be confirmed. The cause of the reported issue was an uncalibrated dso sensor. The dso sensor was calibrated and the seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is not priming. There was no reported patient involvement.